Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an aortic aneurysm sack using ruby coils. During the procedure, the physician deployed and detached a ruby coil in the target vessel. While attempting to reposition a ruby coil through a lantern delivery microcatheter (lantern), the physician noticed that the ruby coil did not retract with its pusher assembly, indicating that the ruby coil had unintentionally detached. Since most of the detached ruby coil was in the lantern, the physician attempted to flush out the detached ruby coil from the lantern; however, it was unsuccessful. The physician then used a wire and pushed the detached ruby coil; however, the lantern became repositioned in the inferior mesenteric artery (ima) and the detached ruby coil was deployed in the ima which eliminated access to the aortic aneurysm sack. The physician did not make an attempt to remove the detached coil since the ima was going to be embolized as well. The procedure was completed at that point. There was no report of an adverse effect to the patient.